Event description:
It was reported that the right ventricular pace/sense lead exhibited oversensing. The patient had two ventricular fibrillation detections with aborted shocks due to noise. The patient was asymptomatic. The lead was capped and replaced and the patient was fine throughout the procedure.

Manufacturer narrative:
(B)(4).